Event description:
During an atrial fibrillation (afib) cardiac ablation with a varipulse¿ bi-directional catheter, the patient experienced cardiac tamponade treated with pericardiocentesis. During the procedure, a cardiac tamponade was noticed. The patient was in post anesthesia care unit (pacu) and it was unknown what led to the discovery of the event. The injury was confirmed on echocardiogram (echo). The patient was treated with pericardiocentesis. The last known status of the patient was stable. It was unknown if the event was caused by ablating the posterior atrial wall or by the intracardiac echocardiography (ice) catheter. They checked during the post procedure with the ice catheter and there was no effusion present at that time. The physician mentioned there was a delayed response and was curious what caused the injury, since the ice was fine and the injury was not seen post procedure. A varipulse¿ bi-directional catheter, vizigo sheath, coronary sinus (cs) catheter and soundstar catheter were used during the procedure. They believe all bwi products used were brand new. The catheters used during the procedure were not available for return. All catheters used were put in a bag, placed in reprocessing and could not be identified. Trupulse generator and carto 3 system were used during the procedure. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The adverse event was assessed as MDR reportable under the ablation catheter (varipulse¿ bi-directional catheter).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).